Event description:
The facility representative reported a flogard infusion pump with an unspecified screen malfunction. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an unspecified screen malfunction was confirmed during service evaluation. The cause of the condition was missing segments on the screen from a defective display assembly. The screen assembly was replaced to resolve the condition. Should additional information become available, a follow-up medwatch will be submitted.